Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with moisture) issue. Reportedly, the pump had an issue with the battery life and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2016 with the following findings. Black box shows evidence of multiple eaw (B)(4) alarms beginning on (B)(6) 2016. Eaw (B)(4) alarms are defined as post delivery motor power supply faults.. Pump powers with returned battery cap to a dim discolored display. Battery cap is unable to fully tighten. Battery cap threads damaged and "coin slot" worn. Battery compartment cracks observed in thread area and below grip pad. No evidence of moisture contamination inside battery compartment. During investigation both cs 064 and cs 078 motor errors were received when attempting a perform load/step functions..5. Idle and sleep current draws within specifications. Unable to obtain "load & rewind" values due to motor errors. Leak test shows leak at battery compartment crack. Removed pump case. Evidence of moisture damage inside pump on motor circuit and associated other electrical components.. Checklist steps (load/step) and (current draws) fail due to cs 064/078 motor errors. Cs 064/078 motor errors due to internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.

Manufacturer narrative:
Follow-up #2 date of submission 02/06/2017 - correction to d4 serial #.